Manufacturer narrative:
Trackwise ID 788829. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that before the coronary artery bypass procedure the hst iii system (3.8mm) seal cannot deploy. The white plunger pressed. The seal loaded properly. It deployed from the delivery device and failed to unfold once deployed. The seal did not make contact with the patient's aorta. The patient was treated by another new one hs to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Trackwise#:(B)(4). Updated sections: b4, g4, g7, h2, h6, h10. The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the aortic cutter in the photograph. Blood was observed on the delivery device as well as on the deployed opened seal, indicating there was an attempt to introduce the device into the aorta. The white plunger was observed to be depressed, however the blue safety lock was not observed in the photograph. There were no visual defects observed on the deployed opened intact seal, no cracks or delamination was observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000274265 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.